Manufacturer narrative:
The investigation confirmed that non-reproducible higher than expected vitros trop I results were obtained from a single patient sample processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2870 performance issue cannot be ruled out as a contributor to the event. The results when processing the level 1 control are higher than the biorad peer group mean and the biorad pi range indicating unacceptable accuracy. In addition, the calculated sd for the level 1 control is greater than the biorad peer group sd indicating unacceptable within laboratory precision. Additionally, pre analytical sample processing could not be ruled out as a contributing factor. It was determined that the customer is not following the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Vitros tropi es precision testing performed was within acceptable guidelines; therefore an instrument issue is not a likely contributor to the event. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed non-reproducible, higher than expected, vitros tropi es results from a single patient sample processed using a vitros troponin I es reagent lot 2870 in combination with a vitros 5600 integrated system. Patient sample results of 0.417 and 0.521 ng/ml versus expected result of <0.012 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result of 0.417 ng/ml, obtained when testing the patient sample, was reported from the laboratory. The vitros tropi es result of 0.521 ng/ml was obtained when processing the same patient sample during the investigation and was not reported outside of the laboratory. Ortho has not been made aware of any allegation of actual patient harm due to the events. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).